Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the implant not inflating or deflating. The left distal cylinder had a hole, causing a fluid leak. The outer silicone layer of the cylinder was unraveling. The device was removed and replaced. There were no patient complications.